Manufacturer narrative:
A3: gender: n/a a4: weight: requested, not provided a5: ethnicity: not provided for animal use a6: race: not provided for animal use d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: rad tech a review of the device history record of the product code/lot number combination was conducted with no findings. One (1) 8 french angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition. The carrier tube was returned fully rear locked and was removed from the hemostasis sheath. The anchor was intact at the distal tip, and a kink was also identified on the tubing. The locator was also returned and was found to have been kinked. No other damage or issues were identified. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the physician stated the angio-seal did not have an anchor or suture and the sheath came straight out of the patient. The field clinical specialist seen the device, pulled apart the sheath, and the anchor was outside the deployment sheath; however, it was inside the angio-seal sheath. The procedure performed was an illiac stent. The patient was in stable condition. No blood loss was reported. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 23 feb 2024: the procedure sheath size was 7 french. A pre-deployment angiogram was performed. Manual pressure was held as they lost access.